Event description:
It was reported to boston scientific that a cre fixed guidewire dilatation balloon was used during an egd (esophagogastroduodenoscopy) on a female patient (B)(6). The exact date of the event is unknown however it is estimated to have occurred during the week of (B)(6), 2010. According to the complainant, during the procedure the balloon was positioned in the esophagus and inflation was attempted with the alliance inflation system however the balloon would not fully inflate. The complainant stated they tried to remove the balloon from the patient however the balloon would not fully deflate. The balloon and the scope were removed as a unit from the patient and the catheter was cut to remove the device from the scope. Additional information received noted there was no visible damage noted on the device. The patient was rescoped and the procedure was completed with a second cre fixed guidewire dilatation balloon and the original alliance inflation system. There were no patient complications reported as a result of this event. The condition of the patient following the event was reported to be fine. On (B)(6), 2010 additional information was received confirming no pieces of the balloon detached inside the patient. This information was obtained as a results of this investigation product analysis which found the balloon portion of the device detached from the catheter.

Event description:
Per the patient's surgeon, the patient experienced an infection (type not reported.) Weeks of treatment with antibiotics (type not reported) did not resolve the infection. The device was explanted on (B) (6), 2010. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Per patient's surgeon, patient was reimplanted on (B)(6), 2010.(B)(4).

Event description:
On initial contact, dentist reported handpiece burned a pt. Add'l attempts made to contact dentist to advise details of pt and event/injury and date, and dentist advised would contact with details. Dr contacted on 12/10/08, 12/16/08 and 12/18/09.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
Per patient's surgeon, patient has been re-implanted, date not reported.(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a vats thoracotomy procedure at the first firing the surgeon stated that the device did not feel right and the device was not fired. Another device was used to complete the case with no patient consequence.